Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 300 mg/dl. Customer checked again and her blood glucose was below 20 mg/dl. Customer declined troubleshooting for high and low blood glucose levels. Customer treated for high blood glucose levels with a bolus but does not remember the amount.